Manufacturer narrative:
(B)(4). The lot 14m015 was manufactured november 11, 2014-november 13, 2014. Evaluation summary: the device was received for evaluation. A visual inspection on the device noted white particles ranging between 1.16 to 2.06 mm in length, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectroscopy scanning. The direct cause of the problem could not be determined. A CAPA has been opened to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle inside the elastomeric balloon of a small volume intermate device. This observation was made during a routine inspection after the device had been filled with tobramycin and sodium chloride. There was no patient involvement. No additional information is available. This report is 3 of 4.